Event description:
It was reported that the system failed to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.